Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from a customer reporting no return volume on a v60 ventilator. The device was in clinical use. There was no report of patient/user harm/injury. A philips biomed technician reported the problems observed were low minute volume, low tidal volume, and co2 rebreathing issue. These are related issue. The unit alarmed as intended. The unit was a loaner to the customer and no longer needed, therefore, the unit was retired from use and returned to original location. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.